Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in april of 2023. Block d6b: april 2023 additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7088128/7089796

Event description:
It was reported that the patient underwent an explant procedure due to a staph infection. All device components were removed and disposed of per facility policy. No further information could be obtained despite good faith efforts.